Event description:
Physician reported by phone that an approximately (B)(6) male patient developed aspiration pneumonia about 11 days after receiving a technetium tc - 99m cardiac dose prepared with technetium tc - 99m from a recalled generator. There was no bacterial growth with cultures from this patient. While the physicians are currently reviewing the case and plan to provide additional information later, infectious disease physicians have preliminarily indicated there was a low probability of the incidence of infectious disease. Addendum on (B)(6) 2006: physician reported by medwatch report form, "in (B)(6) 2005, mallinckrodt inc. Recalled its technetium generator because of a contaminant found in 1/800 cultures. On a chart review of patients that received a technetium dose from the recalled generator, I came across one patient who was hospitalized 11 days later. The patient is a (B)(6) male, with a history of cancer of the larynx, dysphagia, with an open tracheostomy and a history of aspiration (by chart review) being worked up for shortness of breath, pedal edema, and possible reconstruction for airway. Patient underwent stress test on (B)(6) 2005, for which he received a tc - 99m tetrofosmin dose. He had increasing pedal edema and chest x-ray on (B)(6) 2005 showed two nodular densities in right lower lobe. He then developed thick, purulent secretion from tracheostomy. He was hospitalized on (B)(6) 2005 with a diagnosis of right middle lobe pneumonia. Patient underwent thoracentesis, developed empyema, and a chest tube was surgically placed. All cultures negative." The patient recovered.